Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor breast implant experienced unknown-sided rupture and wrinkling post procedure. The patient family member called and informed that the patient was having similar situation of having a leaking implant, side unknown at this time. She stated her niece (patient) felt the plastic in the area below and that she had surgery about 2-3 months ago. She stated the patient didn't know the implant was leaking but it was noticeable that it was smaller than the other breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Note: the type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.